Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that PICC extension tube can¿t be fix. Patient status/ intervention: change new one.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty assembling an nxt connector is confirmed and was determined to be manufacturing related. One 4 fr two-piece groshong nxt connector and one 4 fr single lumen groshong clearvue catheter segment were returned for evaluation. An initial visual observation showed use residue on the returned catheter. The connector pieces were returned not assembled. The compression sleeve within the distal connector piece appeared to have been advanced. The distal connector piece was bisected, and a microscopic observation revealed the compression sleeve was advanced; however, the inner diameter of the connector piece began to narrow slightly proximal to the steep taper section. This premature narrowing of the inner diameter of the connector piece would have likely compressed the distal end of the compression sleeve enough that the catheter would not be able to easily pass through, even prior to advancement of the compression sleeve. This investigation has been forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event.

Event description:
It was reported that PICC extension tube can¿t be fix . Patient status/ intervention: change new one.